Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad units will not power up with known working pad-paks.

Manufacturer narrative:
Exemption number e2015058. The history log showed the pad-pak was first installed successfully on the 22nd june 2011 and performed to specification up to and including the last log entry on the 5th june 2016. An increase in voltage may suggest a further pad-pak was installed during this time. The returned pad-pak was inserted into the device and the device failed to power on, no status led was visible. This would confirm the reported fault. A test pad-pak was inserted into the device, the device briefly illuminated however there was no further activity from the device. This indicates a fault and upon further investigation it was found that the fuse had blown as demonstrated by the open circuitry voltage measured across the battery cells. Investigation found the reported fault can be attributed to capacitor failure. The failure of the capacitor would have resulted in a short circuit which would then cause an installed pad-pak to potentially blow its fuse and therefore appear depleted. This would account for the device failing to power on and the lack of status led. This would confirm the reported fault. The functionality of the circuit is tested before leaving heartsine, it is therefore concluded that the component failed after dispatch.